Event description:
A varian employee has reported that the couch rotation pro readout, can be calibrated in reverse on the clinac c-series product line. There have been no reported occurrences of this issue; however, it is reported to be possible.

Manufacturer narrative:
Though still under investigation, varian has determined that an MDR is appropriate, as this possible malfunction, should it recur, could potentially result in serious injury. Add'l follow-up to this MDR is expected upon completion of the investigation.